Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of no audio was confirmed and reproduced during evaluation. The cause was found to be a failed rear case. The rear case was replaced. Additional information: not audible alarm.

Event description:
It was reported that a spectrum pump had no audio. Any patient involvement, injury or medical intervention is unknown.